Manufacturer narrative:
The device was received and evaluated. Download data from the returned device shows not timeouts or drive stalls. During the investigation, no damages or defects were observed that would contribute to an infection at the infusion site. The cause of the reported infection could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device longer than 48 hours. The patient's blood glucose rose to 22 mmol/l (396 mg/dl). The patient was taken to the emergency room and prescribed amoxicillin 500 mg to be taken 3x a day for 7 days as treatment.